Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It is likely that during advancement through the moderately calcified, moderately tortuous anatomy and/or other devices used in the procedure, the balloon became compromised and/or damaged resulting in the balloon rupture during the first inflation at 10 atmospheres. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous distal right coronary artery (rca). A 2.5x12mm nc trek balloon dilatation catheter (bdc) was inflated one time to 10 atmospheres (atm) when the balloon ruptured. The device was removed, without issue. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure was successfully completed with a non-abbott device. No additional information was provided.